Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that when the doctor used the probe during a parotidectomy procedure, he found that detection was not sensitive. Sometimes there was a response and sometimes there was no response. After several tests, it did not improve. There was a delay of 5 minutes in the procedure as a result of this event. The procedure was completed using a back-up device. There was no intervention planned or performed. The patient was alive with no injury. On follow-up, it was reported that there was no visual and/or audible indicators that alerted the user of the issue. The doctor judged that the device was malfunctioning. The current stim return value displayed was not "0", for troubleshooting, the doctor tried to reconnect the probe and restart the nerve monitor but both were useless. On follow-up, it was reported that detection of insensitivity improved after the doctor changed the probe.

Manufacturer narrative:
H3: analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.01 ma and a waveform / event tone over 300uv. There was no significant difference in response sensitivity when compared to a reserve sample. H6: additional information received suggest that fdm: 4114 and fdr: 3221 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.